Event description:
It was reported that the lead showed some oversensing during episodes of torsades and ventricular fibrilation. The lead remains in use and sensing settings were adjusted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead showed some oversensing during episodes of torsades and ventricular fibrilation. The lead remains in use and sensing settings were adjusted. No patient complications have been reported as a result of this event. It was further reported that the lead had poor r wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.